Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A nurse reported that during 3 intraocular lens (iol) implant procedures, the cartridges split at the distal portion. The lens powers varied but were all under 23.0 diopters. The reporter did not save the lot numbers. Additional information has been requested.